Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in performing the reset, and ensured that the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.